Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery, the trauma recon system handpiece did not start by pressing the trigger. The surgeon replaced the power module and tried again, but the reported trauma recon system did not start. Both of the power modules were fully charged and reported to have been working prior to this issue. There was no report of patient harm. There was a surgical delay report of five minutes. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation summary was completed: the article no. 05.001.227 is not affected by the complaint. No product fault could be detected. The root cause of the failure code for this complaint could be related either to: user error, abuse, misuse (user drops the product and does not follow the instructions for use). As per trauma recon system instruction for use; or due to product design (poor design of the magnet retainer). It is not possible to precisely figure out the root cause of this complaint with the available information. These items were manufactured in the year 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the battery hand piece was dismantled and following was determined: the magnetic support inside hand piece was broken. No issues during the assembly visible in the DHR. Material faulty could lead to the device failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.